Event description:
It was reported that saline leak occurred. A rotablator rotational atherectomy system was selected to treat the target lesion. During preparation, it was noted that the burr did not seem to flush properly. It was further noticed that there was excess water coming out of the side of the burr. Moreover, it was noted that the excess water was dripping from many holes along the burr. The procedure was completed with this device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).